Event description:
Dissecting tool breakage occurred while drilling suture holes for craniotomy procedure. Sales rep will visit hospital tomorrow to collect broken tools and additional information. On follow up, it was confirmed there was no patient impact.

Manufacturer narrative:
Report was confirmed by evaluation. Three broken dissecting tools, one unbroken tool and two attachments were returned for evaluation. The three broken dissecting tools fractured in the same location at the shoulder adjacent to distal attachment bearing. The returned attachments were heavily worn, with failed distal bearings. The failed bearings were evident due to jingling sounds from loose parts evident with shaking. It was found, on review of the device history of the attachments, that one had been in the field for 103 months and the other had been in the field for 27 months. The cause for failure of the dissecting tools was determined to be related to inadequate maintenance of the attachments. Failure of the distal bearing allowed the tool to rub on the internal surface of the attachment causing heating from friction leading to breakage under load. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. As noted previously, the returned attachments had been in use for approximately 107 and 27 months with no record of factory service. Will continue to track and trend this complaint type. (B)(4).